Event description:
A biomedical engineer reported that during cataract surgery, a system message indicating footswitch failure was displayed whenever the footswitch was released. The surgery was completed and there was no harm to the pt.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting a footswitch issue. The tss recommended the customer order a new footswitch. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined. (B)(4).